Manufacturer narrative:
REASON FOR REOPERATION: RUPTURE. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME.

Event description:
PATIENT REPORTED ¿RUPTURE¿. THIS RECORD IS FOR AN UNKNOWN SIDE. DEVICE REMAINS IMPLANTED.

Event description:
Later patient reported no complaint against the device. This record is for the right side. Device has been explanted. This record is no longer reportable to FDA and will be unreported.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B5, D1, D2a, D2b, D4, D6a, D6b, G4, H6.